Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the central vein. A 12.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the balloon ruptured at less than working pressure for few seconds.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator 12 x 40, 14atm, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 14mm proximally of the proximal marker band. An examination of the balloon material and proximal marker band identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues. A visual examination found no issues or damage to the markerbands of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the central vein. A 12.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the balloon ruptured at less than working pressure for few seconds.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the central vein. A 12.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.